Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right replacement "due to voluntary recall (other)" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ calcification white observed in the surface of the shell and the fill channel. ¿ observed, a puncture opening assessed as surgical damage like.

Event description:
Healthcare professional reported a bilateral replacement "due to voluntary recall (other)" and capsular contracture baker grade iii. Device has been explanted.